Event description:
It was reported that there was no alleged product issue. The actions required as a result of the event included re-programming. The patient¿s original dose was 7.592 mg/day. The patient arrived in the emergency room (ER) unconscious. A health care professional (hcp) indicated the patient had several different prescriptions for oral opioids from several different doctors and the pain pill bottles were empty. The physicians did not suspect the pump was operating differently than what it was programmed, however they needed to reduce the dose because the patient was unconscious. Manufacturer representatives went to the hospital on two separate occasions during the same day and were asked to program the pump with a 50% reduction, and then later in the day an additional 50% reduction, leaving the new daily dose at 1.898/day. The patient¿s status at the time of event was alive ¿ no injury. It was later reported that the pump had nothing to do with the overdose. The patient¿s family reported the patient was trying to take whatever she could get her hands on, as far as drugs. The nurse had indicated that the patient failed three previous rehabilitation sessions to get off of opioids. The pump was used to infuse morphine (concentration 20 mg/ml).

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).